Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
During an acl procedure, the head of the low-profile reamer broke off when drilling the femoral socket. This was retrieved in one piece and the surgeon was confident and satisfied there was no additional fragments remaining in the patient. The surgery continued as normal and no adverse event has been reported as of this time.